Event description:
On (B)(6) 2013, this female pt underwent a laparoscopic ileocolectomy with anastomosis using an ethicon 75 millimeter blue linear cutter at the anastomotic site. Within 24-hours post procedure, the pt developed rectal bleeding, became hypotensive, blood products and fluids were administered; however, the pt required further surgical exploration. On (B)(6) 2013, the pt was returned to the operating room and underwent revision of ileocolic anastomosis with repeat ileocolectomy with anastomosis. The records showed, there was no active bleeding in the abdominal cavity, blood clots were noted at the previous anastomotic site along the ethicon staple line. The surgeon concluded the bleeding was at the ethicon site. The pt recovered well and was discharged to home on (B)(6) 2013.